Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a low heart rate. The right ventricular (rv) lead was found to have high thresholds and no capture at maximum output. The lead had high undefined impedance. The lead had oversensing of noise. The lead detection was reprogrammed. The lead was revised and capped. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a low heart rate. The right ventricular (rv) lead was found to have high thresholds and no capture at maximum output. The lead had high undefined impedance. The lead had oversensing of noise. The lead detection was reprogrammed. The lead was revised and capped. A new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.